Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient experienced a detached sensor wire which occurred the same day the sensor had been inserted in the upper arm. The sensor was detached and stuck in the patient´s skin. The patient consulted a doctor to remove the sensor wire from the back of his upper arm. The patient didn´t experienced any symptoms and there was no infection. The nurse did a small incision in the patient´s skin and removed the sensor wire with tweezers. There was no medication provided. At the time of the report the patient was feeling good. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.